Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of intermittent power failure and overheating could not be reproduced. Product passed functional testing including power cycling during 6 hour burn-in. Control unit was tested at different power input voltage levels ranging from 90 to 220 volts. No power or signal loss occurred during 6 hour testing. All live video outputs (composite, s-video, hd-sdi, etc...) Normal. All functions perform as expected. The complaint of intermittent power failure and overheating was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the device powered off a couple of times during the case and the back of it got really hot. There was a backup device available to complete the procedure with no delay. No patient injuries reported.